Manufacturer narrative:
(B)(6) 2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Brush head easily detaches from the toothbrush - oral-b [device breakage]. Case narrative: male consumer via e-mail stated that the oral-b toothbrush head easily detached from the oral-b toothbrush. No injury was reported. (B)(6) 2023 case update: the suspect product lot was ab23150955. No injury was reported. (B)(6) 2023 product investigation results: the suspect product was confirmed to be oral-b power oral care refills io series. The concomitant product was confirmed to be oral-b rechargeable toothbrush handle 3758 ioseries9 m9. No injury was reported.

Manufacturer narrative:
Complained product will not be not available.

Event description:
Brush head easily detaches from the toothbrush - oral-b [device breakage] . Case narrative: male consumer via e-mail stated that the oral-b toothbrush head easily detached from the oral-b toothbrush. No injury was reported.